Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that we are writing to inform you that we have received a report from our customer regarding a discrepancy between the technical data sheet and the label for faucets with part number 394995; we have also verified the items in our inventory, and indeed, both the box and the individual packages indicate 16 cm rather than 10 cm as indicated in the technical data sheet.